Event description:
During a routine office visit on 2/10/98, to have his ICD interrogated, noise was noted on the rate sensing lead, and the defibrillation lead impedance was decreased. Pt was admitted on 2/10/98, and on 2/11/98 two leads were explanted and a single spl lead was implanted. Due to the length of the spl lead, the ICD generator was moved from his left abd. Pocket to his left sq pectoral pocket.